Manufacturer narrative:
Section d4, h4: additional information. Device evaluation: evaluation of the returned distal portion of the driveline from heartmate ii lvas, serial number (B)(6), confirmed external wire damage to the brown wire that would have contributed to the driveline fault alarms, low speed operation events, and pump stoppages captured within the submitted log files. An incidental finding of superficial damage to the outer silicone jacket was noted. Log file evaluation showed many low speed operation events and pump stoppages between 20apr2019 and 25apr2019. The abnormal pump operation occurred while the patient was supported by their mobile power unit and power module. The log files also recorded driveline fault alarms between 23apr2019 and 25apr2019. The driveline fault alarm appeared consistent with phase 2, which is redundantly supported by the black and brown wires. The patient underwent a distal end driveline replacement on (B)(6) 2019 captured under wo# 00064668. Visual inspection of the returned distal segment of the driveline showed that it was cut approximately 9 inches from the metal connector, and approximately 2-inch segments of all wires were also returned. The silicone sleeve, bionate layer, and metal braided shield were cut approximately 18 inches from the distal end metal connector. The silicone sleeve was cut at the metal connector, approximately 2.5 inches from the metal connector, and approximately 12 inches from the metal connector. The bionate layer was discolored but otherwise unremarkable. The metal braided shield had breakdown at the metal connector to approximately 1 inch from the metal connector, approximately 2.5 inches from the metal connector, and approximately 5.5 inches from the metal connector. Electrical continuity testing revealed a discontinuity in the brown wire. Visual observation showed that the brown wire was completely broken at the metal controller connector. The observed wire damage appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in this location. The remaining wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The damage to the brown wire appears consistent with the findings within the submitted log files and the damage to the brown wire would have contributed to the reported event of driveline fault alarms and would have contributed to the pump stoppages if the exposed conductor from the brown wire made contact with the braided shield while the patient was operating on the mobile power unit or power module, resulting in a short to shield. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 3 months 18 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced pump stops, low flow alarms and speed drops that were below the set low speed. The lowest speed recorded was 0 rpm. According to the log files, the low flow alarms and low speed drops were directly related to the compromised driveline. These issues only appear to be occurring while the vad is connected to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. On (B)(6) 2019 two tech service associates arrived onsite for driveline evaluation/repair. They performed phase interrupter tests and no open wires found. Performed repair ~3" inches from the exit site. After repair tethered patient on grounded patient cable without issue. Patient performed body movements: standing up, leaning forward, twisting, reclining, laying in down in bed while tethered on grounded patient cable without issue. Returned removed perc lead for evaluation. No additional information was reported.